Event description:
Device 2 of 3. Reference MFR report: 1627487-2018-02611, reference MFR report: 1627487-2018-02613 . Additional information received indicated the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2018-02611, reference MFR report: 1627487-2018-02613. It was reported the patient experienced ineffective therapy. Reprogramming attempts were tried to no avail. Patient also reported feeling pain through the back that ceased when stimulation was turned off. The physician instructed the patient to turn stimulation off for 6 weeks and upon turning stimulation back on, the patient felt a warming sensation around the buttocks. Patient stated that the sensation increased if the amplitude was increased. Surgical intervention was undertaken and the system was explanted and replaced.